Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a possible bicuspid aortic valve (sievers type 1 fusion of the right coronary cusp (rcc) and left coronary cusp (lcc)), the valve was loaded and a fluoroscopic load check was performed. No infoldings were seen on the valve load check. A pre-balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) non-medtronic balloon. At 50% deployed, an infold was reported in the outflow of the valve. The angle was adjusted and the infold was confirmed via another angle. The valve was recaptured into the capsule and withdrawn from the body. The valve and the delivery catheter system (dcs) were replaced. The replacement valve was successfully implanted. It was reported that the annulus size was 87.4 mm. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: two media files and the patient¿s history were provided for review. Fluoroscopic valve load inspection was performed and was a good load. It is normal to see some degree of crown overlap at the level of the inflow. This is normal and will resolve during deployment. It is not uncommon to see some degree of infolding during early stages of deployment which will normally revolve as the valve continues to be deployed to 80%. Verifying the presence of infolding will be more appropriate at 80% deployment. In this case, the valve was never deployed to 80% to properly assess the presence of an infold. Additionally, from the media files provided, no early evidence of an infold. A recapture and removal was not warranted in this case. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the image review determined that the degree of crown overlap was normal for the early stage of deployment, and would typically resolve with further deployment. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.